Event description:
It was reported that during a trochanteric fixation nail (tfn) insertion procedure, the targeted distal screw drilling and placing of the screw was very difficult. The surgeon was able to complete the procedure by using the same nail, but he had to move the instrumentation and complete the procedure partially free hand. The drill bit was hitting the nail and was not going through the hole in the nail. While, there was a 10 minute delay in completing the procedure, the procedure was successfully completed with no patient injury reported. The product has not been returned for investigation and no further information was provided. This is report 3 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. However, as the product was not received, the investigation could not be completed and no conclusion could be drawn.

Manufacturer narrative:
Product development event evaluation reviewed the dimensions, materials, and finishing processes, and found them to be appropriate for the part. A visual inspection of the aiming arm reveals numerous nicks, dings and scratches on all surfaces. There are large dings and gouges visible on the upper handle of the aiming arm. Significant loss of paint is observed on the interior base where the compress buttress mates to the aiming arm. Bare metal is observed under magnification and missing metal is noted in a ring shape that matches up with the buttress compress locking flange used with the part. The locking ring housing shows damage, nicks, and gouges observed on the gold anodized coating. During this evaluation, the returned aiming arm was assembled numerous times to a blade guide sleeve with a compress buttress and secured. The aiming arm aligned properly and the complaint condition could not be replicated. A 3-d tolerance stack was conducted for the parts. The tolerance stack revealed that the design is adequate for the intended use and did not contribute to the complaint condition. The information contained in the complaint suggests the surgeon elected not to use all the parts during the procedure and therefore, the complaint is considered invalid from a design perspective.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
Device is an instrument and not implanted/ explanted. Manufacturing evaluation: traces of use; no major visible damage. All relevant features are in accordance to the specification and all functions have been tested and meet the specifications. The disposition was deemed invalid.